Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. Customer is unable to change anything on the insulin pump. Battery was change, pump continued alarming off button error. Customer tried esc and act, but buttons did not work. Customer's blood glucose was 120mg/dl. Advised customer to revert to back up plan.